Event description:
It was reported that the health care professional of the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. Troubleshooting was advised; however, it was not performed. It was decided to contact the patient in order to resolve the issue. At this time, this device remains in service and there were no adverse patient effects reported.